Event description:
During the index procedure two medtronic endeavor sprint stents were implanted. Approximately 15 months post index procedure the patient died, cause of death is unknown. Investigator assessed the event was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.